Event description:
It was reported while using bd neoflon pro IV catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident happened in wards, leakage from catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd neoflon¿ pro IV catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: incident happened in wards, leakage from catheter.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo and 1 video submitted for evaluation. The reported issue of leakage at insertion site was not confirmed upon inspection of the photo and video. The catheter defect could not be seen clearly from the video returned. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR reviewed was performed on batch# 2111490.